Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 03/23/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. In trouble-shooting, the log files show that during the surgeries the umbilical cable is disconnected from the ias for approximately 20-30 minutes before the surgery and 20-30 minutes after the surgery. After multiple surgeries in a day this causes the imaging system to not recharge the batteries enough. Batteries are below the threshold to keep the machine up and running. On 03/24/2016 a medtronic representative performed an imaging system check-out, all areas passed. Replaced motion batteries, x-ray batteries, and y-stage rubber cover. Issue resolved. System performed as intended. Return requested. (B)(4) replacement 9amph 12v batteries shipped to site. Suspect batteries were discarded and will not be returned to manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's imaging system motion controller failure. Movements of the imaging system were going bad. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.